Event description:
It's been reported: out of box failure, no image coming through the scope. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).